Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during dwell cycle 3 of 4 of peritoneal dialysis therapy. The patient stated that they had not disconnected. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the patient in clearing the alarm. The patient stated they would finish therapy manually. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A system error 2240 alarm indicates a potential malfunction of the disposable cassette. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.